Event description:
A surgeon reported observing glistenings in two intraocular (iol) lens implants when opened and prior to implantation. Additional information has been requested. There are two medical device reports associated with this file. This report is for the first lens.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).